Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that during a routine follow-up that electrodes 5, 6, and 7 had out of range impedance greater than 10,000 ohms. The hcp took x-rays. The patient's current programming did not use contacts 0, 5, 6, or 7. The patient's diagnosis was radiculopathy.

Event description:
Additional information received from the manufacturer representative reported that the patient experienced no symptoms related to the high impedance problem. No troubleshooting was performed, and no actions or interventions were taken to resolve the high impedance. The cause of was not known and the high impedance issue had not resolved, but it was stated that technical services noted that the contact 0, 5, 6 and 7 that were not used in the current programming were the ones potentially damaged and, therefore, the high impedances should not influence the current programming.